Event description:
Dealer advised joystick cable will not lock into joystick due to grey plastic being cracked down the middle. Dealer advised enduser was stuck in the rain this morning due to this issue.